Manufacturer narrative:
The pump was received with a cracked case at the display window corners, a cracked reservoir tube lip, cracked battery tube threads, a missing reservoir tube lip o-ring, minor scratches on the lcd window, and a glue like substance at the reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's wife reported via phone call of a faulty reservoir and settings anomaly from the insulin pump. The customer's blood glucose reading was 122 mg/dl. The wife stated that her husband is shaky and the pump fell off in the bathroom and hit the tile floor. The wife stated that the pump has been dropped several times on the carpet. The wife stated that a piece was broken off near the reservoir compartment. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions.